Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via on-site inspection of the driveline connector which revealed contamination inside the driveline connector; a service repair procedure was performed to mitigate the issue. Review of the controller log files did not reveal any anomalies. The confirmed malfunction is related to the reported event. The most likely root cause of the foreign material can be attributed to a "quality system deficiency", a service repair procedure was performed and the issue was resolved. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported from (B)(6) by the vad coordinator that there is visible contamination inside connector of the driveline. A driveline cleaning procedure was performed by a clinical engineer. Initial inspection showed visible "contamination" inside the connector. Two cleaning cycles were performed with a total pump off time of approximately 80 seconds. The patient was in a outpatient setting. No further information is available at this time. The investigation is in process.